Event description:
As reported by the fcs, the patient suffered a ventricle perforation during the tavr procedure. The patient received a sapien 23 mm valve through the transfemoral approach. The native aortic valve was crossed with an al 1 catheter and straight wire. A 300 cm amplatz extra stiff wire was inserted into the left ventricle. During the removal of the pigtail catheter, the extra stiff wire was accidentally pulled back into the aorta. The wire was removed and the al 1 catheter and straight wire were reinserted. The wire was exchanged and the extra stiff wire was repositioned in the left ventricle. A z-med 20x4 balloon was inserted and bav was successfully performed. The sapien 23 mm valve was positioned and deployed with a final 50:50 position. The delivery system was pulled back into the aorta immediately following valve deployment. The patient¿s sbp dropped to 30 mmhg. Vasopressors were given and CPR was initiated. The patient recovered quickly, however the sbp rebounded to >250 mmhg for approximately 3 minutes. The rf3 delivery system was removed. It was noted the extra stiff wire was favoring the inside curve of the aortic arch and appeared to be pinning the valve leaflet. The wire was repositioned to be more coaxial with the valve. The tee showed no cai or pvl. The patient was hemodynamically stable. The edwards sheath was removed without issue and the left iliac artery closure was started. After approximately 10 minutes the patient became unstable. Her sbp dropped to <50 mmhg. CPR was started and the patient was placed on cardiopulmonary bypass. A full sternotomy was performed. A small perforation in the left ventricular apex was found and repaired. The patient was removed from cpb. The patient was transferred to ICU in stable condition and on a ventilator. Per the discussion between the surgeon and the edwards fcs, the perforation most likely occurred during the wire exchanges and placement of the extra stiff wire in the left ventricle; however, the timing could not be confirmed.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, in addition to the procedure itself, patient factors increasing the risk of ventricle injury (female gender, advanced age, a small left ventricle and chronic steroid use) were present and may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.